Event description:
Event description guidant received information this implantable cardioverter defibrillator (ICD) issued a ventricular pace during the intrinsic t-wave due to the intrinsic ventricular pace occurring during a programmed refractory period. The ventricular pace issued during the t-wave resulted in a ventricular tachycardia that was successfully treated with anti-tachycardia pacing (atp).